Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends. (B)(4).

Event description:
It was reported that during a craniotomy, the tool broke and a piece was left inside the patient. After a CT scan was performed, an additional procedure was performed to remove the piece of the tool. It was reported there was no further patient impact. In addition, it was confirmed the patient is alive with no negative consequences postoperative. No further information was obtained upon follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.